Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" diagnosed via MRI and "chest hurt." Device remains implanted.

Event description:
Patient reported right side "rupture" diagnosed via MRI and "chest hurt." Later healthcare professional confirmed "rupture". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d6a, d6b, g2, g4, h4, h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h11.

Event description:
Patient reported right side "rupture" diagnosed via MRI and "chest hurt." Later healthcare professional confirmed "rupture". Device was explanted and replaced with another manufacturer's device.